Manufacturer narrative:
If explanted, give date: explant was scheduled for (B)(6) 2017. Explant was confirmed, but date of explant was not confirmed. (B)(6). (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint has been received from this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that there was a known patient who has known allergy to polyethylene glycol (peg). She had routine cataract surgery on (B)(6) 2017 and nearly 24 hours later has developed a rash affecting her face and body. She says she has had similar reactions in the past when coming in contact with materials containing peg. Patient is concerned that the intraocular lens (iol) (pcb00) may contain peg and would like it explanted. Through follow-up it was learned that the patient had her iol explanted on the basis of the ongoing systemic signs of allergic reaction including difficulty with breathing and facial and body rash. Her condition did not improve over 4 week period despite being treated with systemic oral steroids. On the advice of her allergy specialist and the fact that there was no other medication containing peg that she was exposed to. After the pcb00 iol was removed, within a day patient reported resolution of her breathing problems and skin rash. She is currently aphakic with the plan to have a secondary sulcus fixated iol implanted in near future. No further information was provided.